Event description:
Fracture of the tip of the 28mm driver when tightening a hexalobular screw. The procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Findings by inspection of returned part at zfx-innovation facility: a fractured screwdriver zfx02hld28 without lot was returned without the broken tip portion. The screwdriver shows an axial deformation and a breakage. Conclusion: a higher than recommended torque value in the moment of the screw fixture has been applied and/or often use have been performed. This can lead to sudden breakage. Description of a new risk, that was detected with the above analysis: n/a, no new risk can be identified. As a possible root cause an incorrect handling or as well an often usage of the screwdriver may be assumed. Never then less a root cause cannot be established securely by lack of further information on the applied procedure at the dentistry. Based on the investigated items and as the accessories used during the interventions are not available, it is not possible to confirm the origin of the incident. No corrective action can be determined. The zfx qms and the manufacturing of the zfx products are not affected by this event. The complaint fractured screwdriver is confirmed complaint category established: dental : functional : fracture. No specific cause for the event can be identified, as also there are no information available from the performed interventions. No new risk was identified and no rm documentation needs to be updated.